Event description:
It was reported that one device was used during a tah procedure. It was reported by the rep that the pump was placed on the pt and at the end of the case, the pt went to ICU and developed a wound infection. The surgeon stated that the pt had ca also and was at surgical risk anyway and could not blame the on-q specifically. The device was discarded.

Event description:
It was reported that one device was used during a tah procedure. It was reported by the rep that the pump was placed on the pt and at the end of the case, the pt went to ICU and developed a wound infection. The surgeon stated that the pt had ca also and was at surgical risk anyway and could not blame the on-q specifically. The device was discarded.

Event description:
It was reported that one device was used during a tah procedure. It was reported by the rep that the pump was placed on the pt and at the end of the case, the pt went to ICU and developed a wound infection. The surgeon stated that the pt had ca also and was at surgical risk anyway and could not blame the on-q specifically. The device was discarded.